Event description:
Drug/diluent: bupivacaine 0.5%, fill volume: unknown, flow rate: unknown, procedure: hysterectomy, cathplace: unknown. The patient was advised by her surgeon to go to the emergency room on (B)(6). She did no go to the emergency room. She called the hotline at 0735 (B)(6) and stated symptoms were persisting. She was advised to call surgeon back to make him aware the symptoms were persisting and if unable to reach, she was advised once again to go to the emergency room. By the time she spoke with the registered nurse, pump has been removed for 14 hours. Spoke with patient on (B)(6) 2013 at 2030, she stated metallic taste is gone, she was still experiencing blurred vision. She did not go to the emergency room for treatment, but rather spoke to a neighbor that is an anesthesiologist. Date of surgery (B)(6) 2013.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Results: the lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.